Event description:
A notificaton was recieved from the dept of health and human services regarding a facility that reported an adverse event with a hemodialysis machine. The type of machine was not provided. The report indicated a pt had a reaction three times in one week. The third reaction was most severe. The pt's blood pressure dropped to 75/35 and the pt lost control of all bodily functions. The pt was administered benadryl shots (dosage unknown) to alleviate symptoms. The attending physician stated the pt had an allergic reaction to the chemicals used to clean the dialysis machine. The report was classified as "life threatening injury/illness". The report did not provide the identity of the reporting facility to facilitate follow-up. No other info is known.